Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). The device was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and dimensional inspections were performed. The reported condition was verified during visual inspection. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidone lodine sponge was outside of the minicap. There was no patient involvement. No additional information is available.